Event description:
Reference number (B)(4). Event occurred in united states. It was reported that patient faced infusion set leakages event on (B)(6) 2026. The insertion site was left lower abdomen. Patient reported feeling off and slightly damp at the insertion site. No further information available.